Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, service history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) was reviewed for bi lot 209107 and there was no report of non-conformance found that could contribute to the reported failure mode. The service history review of the sterrad 100s sterilizer was not performed to address a positive bi. There was no report of sterilizer malfunction. Trending analysis for suspected positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) revealed a low-safety risk. The hha (health hazard analysis) was reviewed and the issue is considered to be none/negligible risk. A processed sample was returned for investigation. Visual inspection noted the cyclesure bi cap was gold in color and it was depressed. The vial was crushed. A single (B)(4) liner and spore disc were present in the vial. There was no remaining media in the vial. There was no manufacturing defect noted that could contribute to the failure mode. Based on the information available, a definite root cause to the reported issue is not determined. There were no problems found with the retain sample testing from the reported lot. It is unlikely that the positive bi result was attributed by the sterrad 100s sterilizer since there was no report of a sterilizer malfunction. The cycle completed and the chemical indicator changed color from red to gold indicating sufficient exposure to hydrogen peroxide; thus, the unknown cassette is unlikely to be the cause of the issue. The incubation temperature was set to the required specifications; therefore, the thermometer and incubator at the customer site unlikely contributed to the positive bi result. Since the tray data was not provided, load compatibility could not be confirmed. There was no service record performed addressing a positive bi at the time of the event. The subsequent processed bi was negative. A service order is not required if the customer did not experience two consecutive positive bi events from the same sterilizer.

Manufacturer narrative:
Concomitant devices: sterrad 100s - serial number unknown. Olympus endoscope - part and serial numbers unknown. Pneumoperitoneum tube - part number unknown. Cord - part number unknown. (B)(4) - suspect positive bi.

Event description:
A customer reported a suspect positive sterrad cyclesure biological indicator (bi) after a completed sterrad 100s cycle. The customer processed five items in the load - three olympus endoscopes, one pneumoperitoneum tube, and one cord. Two of the instruments from this load were not recalled and were used on patients. No human reactions were reported due to this event. The bi was placed in the lower back of the chamber during the cycle. The result of the previous bi is unknown. The result of the subsequent bi was negative.